Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported on (B)(6) 2013, during the unknown surgery, the surgeon found that the guide for locking cap was bent. The instrument was easy to introduce into the sleeve of the jaw, but the locking cap cannot be tightened with the appropriate screwdriver. Then the locking cap was removed and it was found that the guide was bent. The surgeon bent the instrument with a pair of pliers straight again, but it cannot pick up any more locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The part was received and an investigation is ongoing. Date of event (B)(6) 2013. Placeholder.

Manufacturer narrative:
Device is used for treatment not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn as no device was returned. A review of device history has been requested. Placeholder.

Manufacturer narrative:
Additional narrative: the evaluation concluded: the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. Based on the findings was concluded that the cause of failure is not due to any manufacturing non-conformances. Because of the finding that the guide is damaged at the distal end, we assume that the damage pattern is an inappropriate not correct position of the cap in the loading unit. No product fault could be detected.

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received.